Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00157 (avaulta anterior biosynthetic support system).

Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent an anterior and posterior procedure for treatment of pelvic organ prolapse. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.